Event description:
It was reported that an error code occurred on an external pulse generator. The error cleared when the battery was removed and reinserted. The device remains in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).